Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer administered a manual injection to address blood glucose. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was above 500 mg/dl.